Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda and difficult imaging were due to patient anatomy. The reported unchanged mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation (mr) and a prolapsed anterior leaflet for a mitraclip procedure. It was noted that there was difficulty visualizing the clip during the procedure due to difficult patient anatomy. Leaflet coaptation and insertion was performed but was unsatisfactory due to the poor imaging. The first clip was implanted in the central position. After the deployment of the second clip a single leaflet device attachment (slda) was observed. The clip was detached from the anterior leaflet and remained attached to the posterior leaflet. A third clip was implanted to stabilize the second. The mr grade was unchanged and remained at grade 4. Per the physician, the slda occurred due to the patient's very thin and fragile leaflets. No additional information was provided.